Event description:
Event description cpi received information that this endocardial lead and endotak transvenous defibrillation lead were removed from service due to 'lead problem'. An invasive procedure was performed to removed the leads, the endocardial lead was explanted and part of the endotak lead was removed. Seven days later the physician explanted the remaining portion of the endotak lead and the entire implantable cardioverter defibrillator (ICD) system because of infection.